Event description:
The pt's wife reported that the pt had not had relief of pain, became depressed and subsequently committed suicide. The pt was scheduled for a dye study, which was not completed, as under fluoroscopy, it was noted that the catheter tip had migrated caudally. The pt underwent revision of the catheter 2007, but returned to the hospital the following day in pain and "violently ill". No other symptoms were reported. The pt remained hospitalized for four days during which the pump was refilled twice. The pt was discharged to home, and within 5 - 6 days, experienced "tasting and smelling morphine" and could not breathe. The pt was taken by ambulance to the emergency room where the pump was refilled again. The pt returned home and appeared "agitated". He went to bed. The pt's wife reported that the pt took his life approximately 90 minutes later. Additional information has been requested, but has not been provided as of the date of this report. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.